Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil. Due to this, a sterile withdrawal cannot be guaranteed.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 3 open pouches. There are no previous complaints of this code batch. There are no units I OEM stock. We have received three open samples, only the second pack is opened. The three open samples received have the first pack sealed to second pack in the 4th sealing. This is due to a defect in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: no applicable.